Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states: "last week I had to send a patient to the clinic who, 2 weeks after normal emv implantation (mid-(B)(6)) with visual acuity 1.00 2 weeks postop. She developed corneal oedema with descemet folds in both eyes. Even under intensive hourly steroid drip therapy, the findings slowly increased over 3-4 weeks. I cannot explain this progression. One assumption is that the lenses are intolerant" the development of corneal oedema in both eyes, not responding to steroids treatment may suggest that the patient's has contraindications to the cataract surgery. Corneal oedema is listed in the "adverse events" section of preloaded hydrophilic acrylic iol injection system IFU. At the time of this report it has not been possible to determine the root cause of the reported event; however, there is no information or evidence to suggest a device related root cause. Our review of production records for the rayone emv rao200e batch 113228767 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. Rayner is following up via its in-country representatives to obtain additional information.

Event description:
On 16th may 2024, rayner intraocular lenses limited received notification from its affiliate company in germany of an event that occurred following implantation of a rayone emv rao200e iol. The event description provided states: "last week I had to send a patient to the clinic who, 2 weeks after normal emv implantation (mid-(B)(6)) with visual acuity 1.00 2 weeks postop. She developed corneal oedema with descemet folds in both eyes. Even under intensive hourly steroid drip therapy, the findings slowly increased over 3-4 weeks. I cannot explain this progression. One assumption is that the lenses are intolerant".